Manufacturer narrative:
Product complaint # (B)(4). Additional information indicates the head was not the reason for revision and is therefore no longer considered a reportable event at this time. Further reports regarding this product will no longer be submitted regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: no surgical delay. I had no op note to reference on the original stem. The stem was loose and we revised it.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01)gtin is not available.

Event description:
Patient was revised due to painful stem. Surgeon removed it and replaced the stem. Surgical delay was unknown. Doi: (B)(6) 2023. Dor: (B)(6) 2024. Affected side: left hip.